Event description:
The customer's daughter stated that the customer was hospitalized due to hypoglycemia. The customer's daughter also stated that on the day of the report, the customer experienced an insulin reaction. The reported blood glucose reading was 27 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The proper priming technique was reviewed. It was discovered that for each meal the customer boluses twice and boluses for carbohydrates that she does not consume. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.